Event description:
Edwards received notification that a valve model 300021mm implanted in the aortic position was explanted after an implant duration of approximately thirteen (13) years due to degeneration leading to stenosis. As per medical opinion, the valve failed prematurely. The patient presented with dyspnea before the procedure. A 21mm mechanical valve was successfully implanted in replacement. The patient's outcome was noted as good.

Manufacturer narrative:
The subject device is not available for evaluation as it was discarded at the site. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The device was not returned for evaluation as it was discarded. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The most likely cause is the patient's age at implant (approximately 53 years old) including implant duration approximately 13 years.